Manufacturer narrative:
Siemens filed initial MDR 2432235-2021-00170 on (B)(6) 2021 and the initial supplemental on (B)(6)2021. Additional information (23-jul-2021): the customer provided the dates of testing for the examples that they provided. Section b5 was updated to reflect the dates provided for the results already reported in the initial supplemental MDR. The customer indicated that the event spanned across two days, (B)(6) 2021 through (B)(6) 2021, after the initial MDR was filed. The initial MDR was filed in an abundance of caution due to insufficient details. In light of the new information, a subsequent MDR will not be filed to separate the data per each day as this event does not meet the reporting requirements spelled out in 21 code of federal regulation part 803 section 803.50. The examples provided by the customer were non-numerical, flagged, and not reported to the physician. The correct results were reported to the physician(s). Thereby, this event did not cause or contribute to a death or serious injury nor could likely cause or contribute to a death or serious injury if the malfunction were to recur. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that multiple flags were triggered on multiple assays for multiple patient samples on the advia chemistry xpt instrument. A siemens customer service engineer (cse) went onsite and performed a total service call on the instrument. The cse loaded fresh reagent and bulk solutions onto the instrument. The cse also replaced the lamp, sample probe arm mechanism, liquid level sensing (lls) board, reagent probe 1 (rpp1) and reagent probe 2 (rpp2). Then, the cse checked alignments. The malfunctioned lls board potentially contributed to the flagged, discordant results that were obtained on multiple patient samples. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant results were obtained on patient sample(s) on an advia chemistry xpt instrument. The initial results were flagged with "less than zero (z)", "maximum absorbance (k)", "calib range l (k) and "insufficient reagent (r)". The results were not reported to the physician because they were flagged by a middleware, centralink data management system. The customer halted running patient samples when they observed the error messages. The samples were repeated on alternate advia chemistry xpt instruments and reported to the physician(s), as the correct results. The customer did not specify the tests that triggered error messages and discordant results. There are no known reports of patient intervention or adverse health consequences due to the multiple flagged patient results.

Event description:
The customer indicated that discordant results for the following assays were flagged: triglyceride, magnesium, iron, high density lipoprotein, carbon dioxide, cholesterol, calcium, and aspartate aminotransferase. Additionally, the customer indicated that the albumin assay failed calibration due to imprecise replicates. The customer provided examples of 4 patient samples that were impacted by this event. There are no known reports of patient intervention or adverse health consequences due to the multiple flagged patient results.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2021-00170 on 02-jul-2021. Additional information (06-jul-2021): the customer provided the assays that were impacted by this issue: triglyceride, magnesium, iron, high density lipoprotein, carbon dioxide, cholesterol, calcium, and aspartate aminotransferase. Additionally, they indicated that the albumin assay failed calibration due to imprecise replicates. The customer provided examples of results that were impacted by this event. Sections a1, b5, and b6 were updated to reflect the additional information. Additional information (08-jul-2021): siemens further investigated and concluded the replacement of liquid level sensing (lls) board resolved the issue. The instrument is performing according to specifications. No further evaluation of this device is required.